Event description:
This patient had an open abdominal wound. Gauze negative pressure dressing applied spring 2012. Two days later the dressing was to be changed. The negative pressure machine showed a good pressure at 125 mm/hg. The dressing was saturated and leaking. The patient reported that she had caught her foot in the tubing earlier in the day. The tubing in the port pad had pulled away, opening the system to air. The negative pressure machine showed a good pressure at 125 mm/hg and did not alarm even after the port pad was removed from the wound. It was concluded that the pressure reading is incorrect since it should not have pressure if the system was not secure in the wound. The alarm should have sounded that there was a lack of pressure.======================manufacturer response for wound vac system, renasys ez plus negative pressure wound therapy system (per site reporter).======================there were actually 5 device failures (all will be reported). The first 4 were attributed to the canister. The 5th was attributed to the foam dressing product.